Event description:
It was reported by service report that the track came off the frame which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.